Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer. The reported internal leakage test during pre-use check could be duplicate. The problem was solved by replacing the pm 5000 h kit which include the nozzle units. After replacement, the ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. No device logs were received and the replaced parts were not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).